Event description:
Per independent repair center statement, the unit was alarming or red light, and the alarm would not function. The key failure was the manifold valve sticking. Additional malfunction was the power switch having no alarm.